Event description:
It was reported that the device beeps and makes noises. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. D5: operator of device is unknown. E1 - last name: unknown e1: full facility name, "rudolfinerhaus privatklinik gmbh" e1: phone number, (B)(6) g4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the rear housing was damaged. No issues were found in the event history log. Functional testing was not able to confirm the customer reported problem. The device works properly, and no unusual noises or alarms can be heard. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation was unable to determine the cause of the customer reported issue as the customer reported issue could not be duplicated`. The rear housing will be exchanged. No further action will be taken.